Manufacturer narrative:
Unit received with no button response due to corroded keypad traces. Unable to perform self test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. No button error alarm during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was 54 mg/dl. The customer reported that during bolus the insulin pump alarmed button error and was locked. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.